Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the MRI and CT images used were obtained 1 month before the surgery. The patient brain's physiognomy might have changed and grown (patient is 10 years old). It was also identified that the matching on the 3d mesh after performing the laser registration has been edited multiple times by the operator and that an undetected shift of the patient head between registration and implantation could explain the accuracy issue observed. The internal complaint reference is the following: (B)(4).

Event description:
Post operatively, it has been reported that an accuracy issue greater than 2mm was observed with electrode positions.